Event description:
A surgeon reported that he has a patient who is experiencing poor vision, photophobia, blurred vision, and cloud like floaters following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested by fax and mail on 03/20/2009 and by phone on 03/20/2009 and 04/02/2009. A completed questionnaire has not been received. This report was mailed to FDA on: 04/17/2009.